Manufacturer narrative:
(B)(4). Pictures provided of the device showed signs of use and confirmed the impactor pad had fractured. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during knee arthroplasty, the femoral impactor fractured upon impaction. No adverse events were reported as a result of this malfunction.